Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but based upon the reported information, there was the possibility that the reported phenomenon was attributed to the accidental failure of cpu/gpu fan or the disconnection of fan cable connector. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the subject device gave the error e116 which indicated the subject device had malfunction. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.